Event description:
A customer reported an error with their continuous glucose monitor, referred to as cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, guided the customer through the process, and the sensor session was successfully restarted without further issues.